Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated the device was in lead iii where no signal was present. The device recognized a patient impedance in pads but was not changed to pads view on the device. The device was tested and confirmed to be working to specification. Root cause was determined to be usability associated. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the customer's report. Review of the device log showed ECG multi lead faults which indicated the device recognized a 3 lead ECG cable attached, then a 4 lead ECG cable, followed by an mfc cable with pads attached. The customer report of the pads not displaying an ECG signal, despite having pads attached, was determined to be the device was in lead iii and not pads view. The device was recertified and returned to the customer. The electrode pads used during the patient event were not returned for evaluation. No trend is associated with reports of this type.